Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, or staff experienced a recurring issue which caused the system to be unusable, prompting case cancellations. Staff indicated that the issue had returned and requested prompt follow-up. Troubleshooting began when a recoverable fault was encountered during case setup. A standard power cycle was first attempted by staff but did not resolve the fault. Error 32097 was identified on arm 2. Further troubleshooting involved performing a hard power cycle on the robot, after which the system powered on without errors. Arm 2 was manipulated and the issue did not recur at that time. Logs revealed that the fault had also occurred previously. Staff sought another patient cart for the procedure. The issue subsequently recurred, resulting in further cancellations and a continued request for immediate resolution and repair updates. The procedure was completing as planned with no reported injury.